Manufacturer narrative:
The device was returned for investigation. The smiths tampered seal label was intact. The device was in good condition, scratched screen. There was no evidence of the reported problem in the event logs. A visual inspection and functional test were performed. The reported failure was replicated. The root cause of the event is attributed to the downstream occlusion sensor which will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device double beeps with no cassette. No patient injury was reported.